Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2020, 976 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("device perforated into the myometrium") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysplasia (negative), endometrial disorder, adenomyosis and endometriosis (negative for malignancy) in 2020. Concurrent conditions were listed as genitourinary tract infection nos (-complications due to genitourinary device, implant, graft), menorrhagia, secondary dysmenorrhea and pelvic pain (bilateral) since 2020. On (B)(6) 2018, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy with essure). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: metallic structure extending from right cornu into myometrium is identified, consistent with a sterilization device. Complication due to implanted mesh and/or other material, initial encounter. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: tissue pathology. Clinical information: operation- robotic hysterectomy, bilateral salpingectomy with essure removal. Preoperative diagnosis: pelvic pain, essure diagnosis: endometriosis, negative for malignancy; uterus bilateral fallopian tube with essure: adenomyosis; benign proliferative phase endometrium. Metallic structure extending from right cornu into myometrium is identified, consistent with a sterilization device. Uterine serosa is unremarkable. Cervix is unremarkable. Bilateral fallopian tubes showing no significant pathologic findings. Negative for malignancy or dysplasia. Gross description: myometrium: tan pink minimally indistinctly trabeculated, with occasional cysts containing thin reddish fluid, no definitive focal masses identified, noted extending from right cornu into myometrium metallic structure identified, consistent with probable sterilization device. Right fallopian tube: 8.5cm in length, 4 mm in diameter, with papable structure noted within proximal 3 cm segment, and extending approximately 1 cm into myometrium along cornu left fallopian tube: 7 cm in length, up to 4 mm in diameter, with palpable intraluminal structure noted along approximately 4 cm segment, not associated with location within adjacent myometrium at cornu. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-sep-2023: medical records: event medical device removal is replaced with embedded device reporter information,patient information, medical history, lab data, drug stop date, event onset date, indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2020, 976 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.